Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 186 mg/dl. A manual insulin injection was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per user guide: ¿only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ h3 other text : device not returned.